Event description:
Excerpt from emr" ... Male who I initially saw approximately 5 years ago for back and leg pains, which got better after a lumbar decompressive surgery I performed. Unfortunately over the past year, he has been developing some new symptoms in regards to the back pain and pain going over the thighs and occasional numbness from the knee down to the feet when ambulating. He has attempted some further conservative measures including physical therapy and more injections, which had been self-limited. His workup has included multiple imaging modalities such as x-rays and mris, which have demonstrated that he has developed a spondylolisthesis at l4-5 over the years. He also has new synovial cysts coming from the facet joints at l4-5 along with stenosis with compression on the nerve roots. I also had him get a CT isotope bone scan, which demonstrates some inflammation of the facet joints, which correlates with the inflammation noted on the mris, more specifically on the left greater than the right side. Given his issues with misalignment and progressive symptoms, we had him undergo an l4-5 plif and plf. Surgery was uneventful, but a couple days post op, he reported that his leg where turning purple with some swelling and he was having some pain with urination. He had a doppler and u/a which was negative. Most of his symptoms resolved a couple days later except for some post surgical back and leg pains but we ended up getting a CT scan of his lumbar spine which revealed a foreign body, concerning for a part of one of the screw heads. Given this and also to make sure there is not a post op seroma or hematoma, I recommended that we bring him back to surgery to remove the foreign body and explore the wound, as over time the foreign body could scar down and cause some issues with pain in the future". "Recommendation: after reviewing his clinical exam and radiographic findings, he is making improvements from surgery, and while the foreign body in itself would not cause any acute harm to him, as time passes it could scar and cause problems with pain or tethering to the nerves. Given this, I have recommended that we re-explore his wound and remove the foreign body along with assess for any seroma or hematoma that could contribute to some of his post op pain. After discussion this with him, he was in agreement to proceed in that direction." The device is designed to retain the broken off cap in a tube that later needs to be emptied. In this event, the torqued off cap was not retained in the device